Event description:
It was reported that the device exhibited backup vvi operation in the box prior to implant. The device was not implanted.

Manufacturer narrative:
This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Complaint was confirmed. The device was in backup when received and had a power on reset. After download the pacer exhibited normal device characteristics.